Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2018 at 12:00. It was reported that the customer had hyperglycemia of 26.4 mmol/l at the time of admission. The cause of hospitalization reported by the health care professional was high blood glucose levels of 26.4 mmol/l. The customer was treated by the insulin drips and was removed from the insulin pump. It was reported that the customer was wearing the insulin pump at the time of hospitalization. It was reported that the insulin pump passed the high pressure test and all the settings were correct. The reservoir is not expected to return for analysis.